Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right fallopian tube - no metallic object is identified') in a 24-year-old female patient who had essure (batch no. C36238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included appendectomy, periappendicitis, nausea, vomiting, orthostatic hypotension, syncope, dehydration, tubal ligation and normal delivery. Previously administered products included for an unreported indication: depoprovera, ibuprofen and sprintec. Concurrent conditions included d & c, metrorrhagia, polypectomy and endometrial ablation. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), nitrofurantoin monohydrate and ondansetron. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal area pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("baldder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain, urinary tract infection, abdominal pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 188 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.749 kgs. Pathology test - on (B)(6) 2016: part a. Labeled "right fallopian tube and coil", there is a segment of fallopian tube measuring 1.9 cm in length, diameter 0.6 cm. Representative sections submitted in one cassette. No metallic object is identified. Part b, labeled "left tube and coil". There is features segment measuring 1 cm in length, diameter 0,9 cm, there is a metallic wire coming off from the lumen of the tube, less than 1 mm in diameter and about 6 cm in length, in addition, there is a coil structure composed of shiny metal. Representative sections of fallopian tube submitted in one cassette part c, labeled "endometrial curettage", there are several fragments of red-yellow soft tissue measuring 1,5 x 1 x 0.2 cm in aggregate, the specimen is entirely submitted in one cassette. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event abnormal bleeding, bladder problems, urinary problems , bladder infection, vaginal infection, vaginal discharge was added. Outcome for pain and urinary tract infection added. Lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right fallopian tube - no metallic object is identified') in a 24-year-old female patient who had essure (batch no. C36238-inval) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included appendectomy, periappendicitis, nausea, vomiting, orthostatic hypotension, syncope, dehydration, tubal ligation and normal delivery. Previously administered products included for an unreported indication: depoprovera, ibuprofen and sprintec. Concurrent conditions included d & c, metrorrhagia, polypectomy and endometrial ablation. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), nitrofurantoin monohydrate and ondansetron. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal area pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("baldder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain, urinary tract infection, abdominal pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 188 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.749 kgs. Pathology test - on (B)(6) 2016: part a. Labeled "right fallopian tube and coil", there is a segment of fallopian tube measuring 1.9 cm in length, diameter 0.6 cm. Representative sections submitted in one cassette. No metallic object is identified. Part b, labeled "left tube and coil". There is features segment measuring 1 cm in length, diameter 0,9 cm, there is a metallic wire coming off from the lumen of the tube, less than 1 mm in diameter and about 6 cm in length, in addition, there is a coil structure composed of shiny metal. Representative sections of fallopian tube submitted in one cassette part c, labeled "endometrial curettage", there are several fragments of red-yellow soft tissue measuring 1,5 x 1 x 0.2 cm in aggregate, the specimen is entirely submitted in one cassette. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right fallopian tube - no metallic object is identified') in a 24-year-old female patient who had essure (batch no: c36238-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included appendectomy, periappendicitis, nausea, vomiting, orthostatic hypotension, syncope, dehydration, tubal ligation and normal delivery. Previously administered products included for an unreported indication: depoprovera, ibuprofen and sprintec. Concurrent conditions included d & c, metrorrhagia, polypectomy and endometrial ablation. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), nitrofurantoin monohydrate and ondansetron. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal area pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On an unknown date, the patient experienced vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), cystitis ("baldder infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, vaginal infection, vaginal discharge, urinary tract infection, cystitis, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 188 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.749 kgs. Pathology test: on (B)(6) 2016: part a. Labeled "right fallopian tube and coil", there is a segment of fallopian tube measuring 1.9 cm in length, diameter 0.6 cm. Representative sections submitted in one cassette. No metallic object is identified. Part b, labeled "left tube and coil". There is features segment measuring 1 cm in length, diameter 0.9 cm. There is a metallic wire coming off from the lumen of the tube, less than 1 mm in diameter and about 6 cm in length, in addition, there is a coil structure composed of shiny metal. Representative sections of fallopian tube submitted in one cassette part c, labeled "endometrial curettage", there are several fragments of red-yellow soft tissue measuring 1,5 x 1 x 0.2 cm in aggregate. The specimen is entirely submitted in one cassette. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, vaginal haemorrhage. This lot: c36238 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right fallopian tube - no metallic object is identified') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included appendectomy, periappendicitis, nausea, vomiting, orthostatic hypotension, syncope, dehydration, tubal ligation and normal delivery. Previously administered products included for an unreported indication: depoprovera, ibuprofen and sprintec. Concurrent conditions included d & c, metrorrhagia, polypectomy and endometrial ablation. Concomitant products included aluminium hydroxide; dicycloverin hydrochloride; magnesium oxidum leve (dicyclomine co), nitrofurantoin monohydrate and ondansetron. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal area pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Pathology test - on (B)(6) 2016: part a. Labeled "right fallopian tube and coil", there is a segment of fallopian tube measuring 1.9 cm in length, diameter 0.6 cm. Representative sections submitted in one cassette. No metallic object is identified. Part b, labeled "left tube and coil". There is features segment measuring 1 cm in length, diameter 0,9 cm, there is a metallic wire coming off from the lumen of the tube, less than 1 mm in diameter and about 6 cm in length, in addition, there is a coil structure composed of shiny metal. Representative sections of fallopian tube submitted in one cassette part c, labeled "endometrial curettage", there are several fragments of red-yellow soft tissue measuring 1,5 x 1 x 0.2 cm in aggregate, the specimen is entirely submitted in one cassette. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-jun-2019: pfs & medical record received: new events - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, psychological psychiatric problems condition: depression and mental anguish, migration of essure device location of device: right fallopian tube- no metallic object is identified, dyspareunia (painful sexual intercourse), pain were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Outcome of the event pain updated to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.